Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause the reported positioning failure associated with leaflet grasping and difficult to open or close associated with a single gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+. The clip was inserted and grasping was performed. However, the leaflets were unable to be grasped. Therefore, the clip was removed and replaced. Upon removal of the clip, it was observed that one of the grippers did not lower all the way. One clip was then successfully implanted, reducing mr to a grade of <1. There were no adverse patient effects and no clinically significant delay in the procedure.